Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of cloudy effluent with (B)(6) (coded as peritonitis bacterial) in a patient coincident with physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies for peritoneal dialysis (pd). On an unreported date, the patient began treatment with heparin (B)(4) in plastic container intraperitoneally (ip) for an unknown indication. On (B)(6) 2011, the patient experienced cloudy effluent. It was not reported if remedial therapy was rendered. At the time of this report, physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies were ongoing and the outcome for the event of cloudy effluent with (B)(6) was resolving. The nurse considered the event of cloudy effluent to be possibly related to physioneal 40, unknown bag and heparin (B)(4) in plastic container therapies.